Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches") and endometriosis ("endometriosis") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy(bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, pelvic pain, psychological trauma, vaginal infection, urinary tract infection, weight increased, gastrointestinal disorder, hormone level abnormal, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and 2016. Plaintiffs received treatment for general abnormal bleed, psych injury, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test results-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events- dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, general abnormal bleed, psych injury, uti, vaginal infection, gi conditions, hormonal changes, migraine, headaches, weight gain, pid, endometriosis. Reporter information,lab data were added. Essure insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)/reproductive system disorder/condition: pid') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. C35238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and spontaneous abortion. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2015. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("bladder/urinary problems: uti/infection: uti"), abdominal distension ("other injuries/symptoms: gi conditions/gastrointestinal/digestive system condition: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection: yeast") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2015, the patient experienced migraine ("other injuries/symptoms: migraine/migraines/headaches"). In (B)(6) 2015, the patient experienced depression ("psych injury/psychological/psychiatric problems: depression") and mood swings ("other injuries/symptoms: hormonal changes/hormonal changes") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis/reproductive system disorder/condition: endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), vaginal infection ("vaginal infection"), headache ("other injuries/symptoms: headaches"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen and surgery (computer assisted total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophoropexy,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, depression, vaginal infection, weight increased, abdominal distension, mood swings, migraine, headache and endometriosis outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and arthralgia had resolved and the urinary tract infection and vulvovaginal mycotic infection was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 and 2016. Plaintiffs received treatment for general abnormal bleed, psych injury, uti, vaginal infection. Current weight: 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: essure confirmation test results-bilateral occlusion, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received. Events per pfs: lot number received. Abnormal bleeding (vaginal, menorrhagia), gastrointestinal/digestive system condition: bloating, yeast infection, depression, abdominal pain lower, low back pain, joint pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.